Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases were broken, the control knobs, two side bail covers, the ring cover, two case screws, the ring cover screws, two side bails, the ring, the battery drawer and the battery drawer o-ring were missing, the battery contacts were compressed and the serial number label was torn. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.